Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: [hospital]. "Clips were not loaded well. The event device was replaced with the new device." This complaint happened in the same procedure with the complaint (B)(4). There were two complaints in the same procedure on 21nov2023. 1 of 2 : the complaint#(B)(4). 2 of 2 : the complaint# (B)(4). Product is available for return. Additional information was received via email on 28nov2023 from the complaint reporter (entered by (B)(6)) "it is unknown whether the issue was initially observed when the first clip or a subsequent clip was loaded. But, it occurred twice. 12mm trocar was used. A clip did not properly seat into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: [user facility]. "Clips were not loaded well. The event device was replaced with the new deivce." This complaint happened in the same procedure with the complaint# (B)(4). There were two complaints in the same procedure on (B)(6) 2023. -1 of 2 : the complaint# (B)(4). -2 of 2 : the complaint# (B)(4). Product is available for return. Additional information was received via email on 28nov2023 from the complaint reporter "it is unknown whether the issue was initally observed when the first clip or a subsequent clip was loaded. But, it occured twice. 12mm trocar was used. A clip did not properly seat into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.